Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: one device was received and it was noted that device tip was fractured, spring tip was unraveled. The visual and tactile inspection was performed and the core wire fractured at 176.7cm from the proximal end and the spring tip was unraveled. All outer diameter measurements are within specification. Fracture analysis revealed the fracture occurred due to a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 19-sep-2011. It was reported that during a peripheral treatment procedure guidewire tip damage occurred. The lesion was 90% stenosed and was located in a moderately tortuous left forearm arteriovenous fistula. While attempting to cross the lesion, the tip of the .014 x 180 cm platinum plus guidewire became damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed the core wire was fractured.